Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with (B)(6), is related to case with (B)(6).

Event description:
It was reported that the infusion set was leaking at the headset. Caller alleged that there is a leak in the head set where the transfer set is connected to the cannula. The patient has experienced elevated blood glucose levels. No adverse event was reported. The infusion set was requested to be returned for product evaluation.